Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation issues. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the right coronary artery, without tortuousity or calcification after successfully implanting the 3.5 xience alpine stent, the nc trek was successfully used for post-dilatation without reported issue. During removal of the nc trek balloon dilatation catheter, the hub detached from the shaft. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.